Event description:
Per independent repair center statement, the unit was alarming or a red light. The key failure was the 4-way valve was stuck. Additional malfunctions were the poppet valve not shifting and the ty wraps were leaking.